Manufacturer narrative:
Device was used for treatment, not diagnosis. Date complaint device was received by manufacturer. A product development investigation was performed for the complaint device (inserter for titanium elastic nails, part number 359.219, lot number 9275702). The complaint device was received with the complaint that the instrument was found to be cracked during sterile processing. The inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. This information is provided per the elastic nail system technique guide. A review of the current design drawing and the drawing revision at the time of manufacture (dec 2, 2014) was performed. During the investigation no discrepancies were observed that may have contributed to the complaint condition. As previously reported, the review of the device history record showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. The returned inserter was examined upon receipt and the complaint condition was able to be confirmed as the device¿s blue handle was found to be fractured transversely approximately 4mm from the proximal end (calipers ca94); no fragments were. No definitive root cause was able to be determined however the failure mode is typically associated with errant hammer blows. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: december 02, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. The facility was contacted on multiple occasions about this recall. They returned 3 responses ¿ 2 on (B)(6) 2015. All three times they responded that they did not have the affected product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle is broken on an inserter for titanium (ti) elastic nails. The handle is cracked, but it spins freely. This was discovered in the sterile processing department. No procedure or patient involvement. This is report 1 of 1 for com-(B)(4).